Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had replace battery alert without low battery alert after self test. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had pump error alarm and they were able to clear the alarm and able to rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, power loss alarms, or low battery alarms noted during testing. No unexpected pump error 53 during testing however, the formatted history file confirmed pump error 53 alarm.